Event description:
Pt attempted to roll from left side to right side with the aid of the right side rail. Slid off bed and fell to floor. Right side rail screw had sheared off causing side rail to loosen. Pt struck right leg below knee amputation stump during the fall. Pt's colostomy bag tore off during the fall. Laceration sustained in stump contaminated by stool.